Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot#: va0b564, implanted: (B)(6) 2013, product type: lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had interstim implanted for her bladder. The implant helped her in the beginning but when she started falling (things got disconnected), she noticed a returned of symptoms. Patient reported she does not think that the implant is doing her any good and was wondering if she could get it removed. Patient stated on many occasion she had spoken to her healthcare provider (hcp) regarding getting her interstim explanted and was told by the hcp ¿no¿ and that he thought it was still working and did not think it should be removed. Patient reported she knows it is not working because she is peeing all over the place, has urgency and when she stands up and it comes out. She did not want something foreign in her body. She did not have patient programmer (pp) with her and to her knowledge, she had never received one, but then said she forgot a lot of things. Patient also reported she had hydrocephalus and that caused her to be unsteady and caused her to start falling 2-3 times a week. Patient made contradicted statement about the wires not connected, for instance: patient initially said that when they did an x-ray, they found no wires were connected and that the fall caused it to be moved and then later stated only one was. Patient services reviewed with patient that she had only one lead for her interstim and then patient also said that the hcp did tell her it was connected. Patient reported only one wire is working ¿supposedly¿ but she does not think it is. Patient reported all she knows is that she is peeing all over the place. Patient said that because of the falls she injured her hip and had to have hip replacement. Patient indicated she would be seeing her hcp in a few weeks. There were no further complications that have been reported as a result of this event.